Manufacturer narrative:
Concomitant medical products: product ID 388928, lot# 0205505363, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) ¿lost function¿ after radiation therapy treatment for their rectum carcinoma. High impedances were also observed during impedance testing. Patient¿s symptoms of less than 50% therapy relief and a loss of therapeutic effect were reported. It was noted that the ins was replaced and that the issue was resolved. The patient outcome was reported as ¿alive ¿ no injury¿. Additional information received a day later reported that the patient was to be programmed next week. Follow up information received on (B)(6) 2014 reported that the patient¿s new ins was programmed and that the patient was doing fine at the moment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed the following: no anomalies found. Final device analysis of the lead revealed the following: the #2 and #3 conductors were broken 4 cm from the distal end.